Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. The device history record of batch number 74e1503344 that belongs to catalog number 3230 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of sample. If the device sample becomes available, this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the humidifier was blocked. The patient had an oxygen desaturation to 68%. Another unit was obtained.